Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was bent 23.80¿ and 28.20¿ proximal to the distal tip. The sideport tubing was no longer attached to the hemostasis body. No other visual anomalies were noted. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the sideport detached from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.